Event description:
It was reported that the user experienced a gradual blood glucose rise from 124 mg/dl to 204 mg/dl and expressed concern that the ilet did not respond appropriately, though the device delivered automated correction doses and glucose returned to target without alarms or site issues. Symptoms included hyperglycemia. Outcomes included no reported injury and no escalation of care. Investigation included a review of device performance as reported by the user and troubleshooting and education by support, including referral to an algorithm specialist. Investigation of this case revealed no malfunction, as the device provided corrections in response to glucose elevation and regulated glucose into range; potential contributing factors discussed included stress or anxiety. It was concluded, based on previously established findings for similar reports, that the cause was unclear with no device problem confirmed. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.